Event description:
A patient reported blood glucose results of "600 mg/dl and 239 mg/gl" with a lifescan meter, performed between 11-20 minutes of each other. The meter and control solution were replaced.